Event description:
User called into emergency support program line to request and report issue during use in which intra-aortic balloon (iab) was unable to obtain arterial waveform. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).